Manufacturer narrative:
A maquet field service technician (fst) visited the facility and evaluated the device. He found no issues with the caps on the lights. They were secure and in good condition. While on site, the fst spoke to several people and attempted to obtain additional information concerning the reported event; no one he spoke to was aware of an end cap falling into a pt. The light configuration was inspected in june of 2013 by a maquet fst, no issues were identified with the device at that time. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola only in case the cap is not correctly mounted. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report. Ref # 3008355164-2014-00133.

Event description:
The customer contacted maquet technical support and stated that an end cap had fallen form a light into a pt in the operating room number 5. The customer did not report any injuries to maquet. (B)(4)